Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient had a catheter access port (cap) dye study indicated blocked catheter and patient was put on minimum rate. Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 5000 mcg/ml at 30.4 mcg/day and bupivacaine 5 mg/ml at 0.0304 mg/day via an implantable pump. Patient reported that he was having issues with chronic hiccups. While he was undergoing testing to determine the cause of the hiccups, it was suggested at some point that it might be related to his intrathecal pain pump. The patient stated that he was seen in the clinic by hcp on june 6, 2025, at which time a catheter access study was done in the clinic and was reportedly negative. The patient states that his dosing was turned to minimum rate at that time, he experienced withdrawal, but was subsequently placed on oral pain medication. The patient was taken to the operating room (or) today for planned catheter revision. The patient was placed in a lateral position. The physician first started by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. The physicians were given an 8540 catheter access kit, which they used to access the catheter port and had positive return of cerebrospinal fluid (csf). At this time, it was determined that the catheter was patent and no further intervention was required. The pump was placed back within the existing pump pocket, incisions were then irrigated enclosed. There were no changes to the patient dosing as he was currently on a minimum rate. The operating physician did not manage the pumps, so he referred the patient back to his managing physician office to begin adjusting his intrathecal pump dosing. The issue was resolved at the time of this report.